Manufacturer narrative:
N/a.

Event description:
The following has been reported: these pumps are having cassette misload errors and pump error alarms. No stopped infusions or patient harm. They have been reset, cleaned, and ran test infusions as requested in previous emails and still have issues. A preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for valve 1 actuation failure. Device was put on mock infusion designed to trigger a valve failure but passed without issue. An internal investigation was performed and no signs of physical damage were identified. Log files were reviewed and have confirmed the valve 1 failure, as such the valve will be replaced.